Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the ok button is sticking. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: there was no visible damage to the keypad. The contrast & up buttons had an intermittent response. The ok & down buttons responded properly when tested. No buttons were sticking. The keypad was removed and contamination was observed under all button contacts.